Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences as a result of the event? If yes, please describe. No patient consequences

Event description:
It was reported that during a starr procedure, removal difficult, damage of the mucosa (positioned at 12 o'clock). Firing and opening without any difficulties. Bleeding stitched over. No other complications, no delay in procedure.